Event description:
It was reported that the customer experienced a low blood glucose of 48 mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.